Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system indicating "release switch for the zero position". Review of the system log showed that malfunctioning geo-pc. Fse replaced geo module, after replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the geometry is not available. No patient harm reported. The device was in clinical use. Philips has started an investigation of the complaint.